Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that it was the physician's judgment, the leadless ipg was urgently implanted, and the procedure transitioned to drainage and cardiopulmonary resuscitation (CPR) was performed. The temporary lead was removed, and heart rate was maintained using the leadless ipg. The patient was then transferred to the operating room to critical care unit.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra]; product ID: [mc2avr1-delsys]; (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the implant of the leadless implantable pulse generator (ipg), the patient experienced cardiac perforation. Pericardial effusion was observed. Patient's breathing was disrupted. It was also noted during the placement of the leadless ipg on the right ventricle , contrast medium was observed to be leaking along the pericardium. The leadless ipg successfully placed eventually. Drainage was performed. Medication and percutaneous cardiopulmonary support were provided. No further patient complications have been reported as a result of this event.